Event description:
A pump pocket infection was reported. Patient was febrile with redness and purulent drainage from pump pocket site. The pump was explanted. Patient outcome was noted as no injury, recovered without sequela. Drug delivered via the device was gablofen.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2012 (B)(6), explanted: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter revealed no significant anomaly; sc connector damaged at explant was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).